Event description:
It was reported that during an implantation procedure, when the physician connected pulse generator with the lead, the atrial lead dislodged suddenly. The physician then tried to disconnect the lead from the device and a problem was encountered in unscrewing the lead from the device. Ventricular lead also got dislodged when the physician tried to unscrew the leads. Therefore, the physician elected to pull out the device along with both the leads. New device and leads were used. Patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.